Manufacturer narrative:
A field service engineer was dispatched 09/08/2015 to address the reported issue. When the fse arrived the pressure reading was in range. The fse also checked the pressure at several locations all checked out within normal limits.and could not duplicate reported issue. The instrument is up and operational. No further action required from field service. The g8 analyzer was functioning as intended. The most probable cause of the reported event is this issue could not be duplicated. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported the pressure over limit with the g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.